Event description:
Iabp inserted because of unstable angina. Fluid was noted in the iabp tubing. The balloon pump developed a leak and would not augment. Shortly after cessation of the function of the pump, the pt developed recurrence of chest pain and unstable angina which was unresponsive to IV lopressor and sublingual nitrogylcerin. The pt was taken back to the or for insertion of another iabp. There was improvement in the pt's hemodynamics.